Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2023, the patient reported that the ilet device was not displaying consistent ¿replace infusion set¿ reminders. During the discussion, the patient indicated that infusion set changes were not being performed per protocol. The patient stated that they were only replacing the infusion site when the insulin cartridge was empty, rather than changing the site, cartridge, and connector together. This practice likely contributed to reported burning sensations at the infusion site. Follow-up included education on the proper process for changing all components together and confirming that the ¿change infusion set¿ prompt should be selected when changing the cartridge. The patient had been using supplies for approximately six days. Education was reinforced regarding replacing infusion sets every three days. A subsequent call on (B)(6) 2023 confirmed that the patient again inquired about inconsistent reminders and received additional guidance on the correct infusion set change process. Logs were reviewed, and no device malfunction was identified.